Event description:
It was reported that the packaging of a femoral component appeared heat affected and had shrunk around the femoral component. The shrunken packaging may compromise sterility of implant. No further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.